Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240 alarm received during drain 2/5 of their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected their transfer set from the patient line of the homechoice set during dwell 2. The homechoice machine advanced into the following drain cycle before the home patient returned to the cycler. When the home patient returned they reconnected to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.